Event description:
Technician reported eye tracker was not working. On f/u communication surgeon stated having difficulty tracking, which was resolved after slightly adjusting the pt head and the tracker contrast. Surgeon stated that there wasn't a problem, and indicated that the pt is doing perfect. No other pt or procedure info was provided.

Manufacturer narrative:
During the on-site investigation, the tm (territory manager) checked the device and was unable to duplicate the reported issue. He verified that the eye tracker was operating within specifications, and successfully completed a sys verification. Root cause was assessed to be user handling, specifically the site not optimizing the eyetracker contrast setting, and not properly orienting the pt's head for optimal tracking. (B)(4).